Event description:
It was reported that six weeks after implant the patient was rear ended and caused implant to move and had to have a revision done on the leads. Additional information was received indicating that it was unknown if the patient had a 50% or greater symptom reduction. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 37754, serial# (B)(4), product type: recharger; product ID 37744, serial# (B)(4), product type: programmer, patient; product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. (B)(4).